Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer¿s blood glucose level was 159mg/dl. The customer reported that the insulin pump had hardware low level failure alarm. The insulin pump will not be returned for analysis.